Event description:
It was reported that the external monitor connector on the rear of the programmer is not working. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the external monitor connector was loose. It was also noted that the left and right keyboard case hinges were broken, the printer drive gears were worn and the electrocardiogram (ECG) connector was loose.